Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible r wave undersensing was noted on the right ventricular (rv) lead and that the implantable pulse generator (ipg) exhibited unnecessary atrial and ventricular pacing due to the beats falling into the blanking period. It was also reported the patient experienced dizziness. The ipg and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.